Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices ¿ nexgen rotating hinge knee option femoral component size f left catalog #: 00588001601 lot #: 60915244, nexgen rotating hinge knee precoat tibial component size 3 catalog #: 00588000300 lot #: 62128962, nexgen precoat tibial block size 4 10mm catalog #: 00598800427 lot #: 60836308, nexgen sharp fluted stem extension 15mm x 75mm catalog #: 00598801515 lot #: 61798489, nexgen sharp fluted stem extension 22mm x 75mm catalog #: 00598801522 lot #: 60437392, nexgen rotating hinge knee cement shield hinge service kit size f catalog #: 00585007516 lot #: 62145974, palacos rg 1x40 bone cement catalog #: 00111314001 lot #: 74624301, trabecular metal tibial augment block catalog #: 00544800429 lot #: 61787914, trabecular metal femoral augment block catalog #: 00549003624 lot #: 61825154. It is indicated by the complainant that the product will not be returned to zimmer biomet for investigation, as the location of the device remains unknown at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 0001822565-2019-03484, 0001822565-2019-03485, 0001822565-2019-03487, 0002648920-2019-00509, 0001822565-2019-03489, 0001822565-2019-03490. Investigation incomplete.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision to address unknown complications post-operatively. Attempts have been made and no additional information is available at this time.